Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was attempted to be inserted into the catheter, but it could not advance through the catheter due to resistance felt within the guidewire lumen during the insertion attempt. Dissection of the catheter revealed a broken guidewire lumen caused by the mechanical stress of pebax break, delamination, and collapsed braid. Additionally, some white spots were observed on the break point of the pebax. Microscopic inspection did not confirm evidence of tissue on the device. However, a provided image noted it was possible to see tissue, but the reported device was not visible. The reported stuck guidewire event was confirmed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following the ablation of the left pulmonary veins and advancement of the catheter to the right side of the treatment location, the physician attempted to wire and position the catheter on the right superior vein. The physician stepped on fluoroscopy, and it was noticed that the sheath was pointing in a different direction than flower. Before the physician could move the sheath up, the catheter jumped back over to the left sided veins. The catheter was manipulated further, and the guidewire was noted to be stuck. The physician attempted to advance the guidewire out of the catheter and into the vein, but this was not possible as all movement of the wire was inhibited. The catheter tip was visualized on intracardiac echocardiography (ice) and the catheter was slowly undeployed, trying to not make contact with tissue. When the physician removed the catheter, tissue was seen on the tip of the device. The guidewire was still unable to move in the catheter. The catheter and wire were replaced, and the procedure was completed successfully without patient complications. The catheter was received at boston scientific's post market laboratory.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following the ablation of the left pulmonary veins and advancement of the catheter to the right side of the treatment location, the physician attempted to wire and position the catheter on the right superior vein. The physician stepped on fluoroscopy, and it was noticed that the sheath was pointing in a different direction than flower. Before the physician could move the sheath up, the catheter jumped back over to the left sided veins. The catheter was manipulated further, and the guidewire was noted to be stuck. The physician attempted to advance the guidewire out of the catheter and into the vein, but this was not possible as all movement of the wire was inhibited. The catheter tip was visualized on intracardiac echocardiography (ice) and the catheter was slowly undeployed, trying to not make contact with tissue. When the physician removed the catheter, tissue was seen on the tip of the device. The guidewire was still unable to move in the catheter. The catheter and wire were replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.